Event description:
The customer reported via phone call that the insulin pump alarmed weak battery 2 weeks prior when the battery was a day old and also had a blank display. The customer stated that he may have gotten moisture in the insulin pump. Customer's blood glucose was 350 mg/dl. He stated that he changed the battery and that new battery lasted for 2 days. Customer stated that the insulin pump was not working when the battery was only 3 hours old, and he stated that this led to high blood glucose. Customer observed blackness on the battery cap. Upon troubleshooting for the blank display, customer stated that the display returned. The device's alarm history showed several battery out limit, weak battery, low battery and bad battery alarms. Upon troubleshooting for a failed battery test, customer stated that the alarm did not recur. Customer was advised that the battery cap would be replaced to rule out any possible issues with the battery cap. The customer was advised to remain on his back-up plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.